Event description:
This pt's infusion was initiated at 1530 and pump was functioning. Without problems pump was powered by 10 aa batteries. At 2130 mother discoverd pump was not working. Screen read "6aee." Pump was restarted using ac power adapter. Indicated it had been operating for 17 minutes and then stopped. Mother was not aware that pump had stopped. Mother was not aware that pump had stopped for 5 hrs and 45 minutes.